Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary: the reported condition of failure code 804:22 was confirmed in the event history, but could not be duplicated by the baxter repair technician. Inspection of the device revealed the failure occurred when the pump was powered on while entering configuration mode. The device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility reported an infusion pump with a failure code 804:22. The failure was reported to have occurred during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.